Manufacturer narrative:
The device was not returned to the manufacturer for repair and evaluation. The zimmer air dermatome ii hose manufactured date and the lot number is unknown and the review of previous repairs was unable to be performed. Since the device was not returned to the manufacturer, the customer's reported event could not be confirmed and a cause could not be determined. Not returned to manufacturer.

Event description:
It was reported that the zimmer air dermatome ii hose had exploded after it was connected to the handpiece. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.